Event description:
On (B)(6) 2023, a patient (pt) in singapore reported ¿recurring eye infection since (B)(6) till (B)(6)¿ while wearing an unknown acuvue brand contact lens (cl). On (B)(6) 2023, the pt reported the suspect acuvue product is 1-day acuvue® moist® for astigmatism brand contact lenses (cl) and the left eye (os) is the affected eye. The pt visited an eye specialist multiple times regarding the issue. The eye specialist could not confirm if this is due to the lenses but advised the pt to stop wearing the lenses. The pt was prescribed steroid eye drops for ¿until the next 2 weeks.¿ the pt was also prescribed an additional eye drop, but the details were unknown. The medical report is not available. The pt advised the os is currently fine. On (B)(6) 2023, the pt provided additional information by email. On (B)(6) 2023, the pt was diagnosed with diffuse scleritis. The pt provided photograph of a prescription (no diagnoses provided): 1. Prescription dated (B)(6) 2023, for hypromellose 0.3% eye drops, 1 drop ophthalmic, 3 times a day as needed (prn) for dry eye up to 7 days; naproxen sodium tablet 275 mg tablet, 2 times a day prn for pain up to 3 days; omeprazole capsule 20 mg, 2 times a day prn, take with naproxen up to 3 days; ciprofloxacin 0.3% (ciloxan) eye/ear drop os, 1 drop 3 times a day for 5 days. On (B)(6) 2023, the pt provided additional information by email. The pt provided the medical certificate dated on (B)(6) 2023 which advised the pt was ¿unfit for duty¿ on (B)(6) 2023 and (B)(6) 2023. The medical certificate did not provide a medical diagnosis. On (B)(6) 2023, the pt provided additional information by phone. The pt advised that treatment is still ongoing (no medication details were provided). The pt advised there is no history of autoimmune disease. The pt provided 2 lot numbers for the os, 4240800104 and 4214360104. As it is unknown which lot number was worn at the time of the scleritis event, this report will be submitted for an unknown lot number. A lot history review was performed for the lot numbers provided and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot numbers 4240800104 and 4214360104 were produced under normal conditions. The suspect cl was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : suspect product discarded.